Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 07/16/2019. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. An empty labeled winding former and two needle/sutures pieces of product were returned for analysis. The product code is double armed. During the visual inspection of the sample, the wage and attachment area of the needles were noted to be as expected. The suture was observed detached do the stress applied to the strand, present damaged on the surface and stress at the ends. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Per the condition of the sample received, the assignable cause of the performance breakage suture was an improper handling and the reported complaint was confirmed by an external cause.

Event description:
It was reported that the patient underwent a congenital cardiac surgical procedure on (B)(6) 2019 and the suture was used. During the procedure, the suture breakage occurred. Another like suture was used to complete the procedure. There were no patient consequences reported.